Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 14-may-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine 1.568mg/day and bupivacaine at 1.568mg/day via an implantable pump. The patient reported that on (B)(6) 2020 the patient had surgery to implant spacer between l2 and l3 spine, and the healthcare provider was convinced spacer was going to help so much, the pump medication was turned down 20%. The patient stated the day after surgery, the patient began to have worsening back pain and neuropathy in feet. Three days post-op, the patient was "in such bad shape" and "suffering so bad". The patient was told he was getting too much medication and the pump was turned down some more. Three weeks post-op the healthcare provider realized turning pump down was not the answer so they increased pump which did not help symptoms. Then six weeks post-op, the healthcare provider discovered that the patient hadn't been getting medication as they accidentally cut catheter during spacer implant. The patient stated he knows the pump helps with neuropathy, as when catheter was cut, and the weather began to get colder, they "started hurting so much" and called the doctor in the middle of the night.

Event description:
Additional information was received from the hcp on 2021-jan-07. It was reported that they did not accidentally cut the catheter during spacer implant. The proximal catheter was backed out of the intrathecal space. A portion of the catheter was removed and they placed a new proximal catheter.

Manufacturer narrative:
Continuation of d10: product ID: 8731sc, serial# (B)(6), implanted: (B)(6) 2007, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.